Event description:
It was reported that during interrogation of the pulse generator, it was noted that the elective replacement indicator had tripped. Midway through interrogation, a backup vvi message was displayed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator was in backup mode. After downloading the product code, normal function ensued.